Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI)- (B)(4). Device history record (DHR)- product 826653 with lot number j15h41, met all manufacturing quality testing/inspection specifications at the time of distribution. Failure analysis- there was unknown film/matter/residue/substance on/covering sensor area that is not part of the manufacturing process. The device met all manufacturing and quality testing/inspection specifications. The root cause could not be determined since sample as found condition on return could not be tested. The DHR for the serial number was reviewed and no anomalies were found and the trending and no adverse trend was seen. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the pre-testing before being implanted, the microsensor could not be detected by the icp. The physician checked the microsensor and found the tip of the microsensor was fractured. The procedure was completed with a replacement product. The event led to 30 minutes surgical delay with no adverse consequences.